Manufacturer narrative:
On march 19, 2025, an analysis of the suspect medical device¿s photo was completed. Investigation summary: upon visual evaluation of the image provided in the complaint implant was observed sunken. However. It is not possible to determine it something was missing based on the images provided. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation.

Manufacturer narrative:
On february 2, 2025, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection, leak testing, and weight measurement of the returned device. Visual analysis of the returned device revealed that no damage or anomalies were observed on the smooth mod + prof xtra 270cc breast implant. However, in an image previously provided by the customer, the device was observed to be dented. Additionally, the breast implant was received without its sealed thermoform. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposures were detected during the analysis. A weight measurement of the returned sample revealed that the smooth mod + prof xtra 270cc breast implant was within manufacturing specifications. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
On december 26, 2024, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.

Manufacturer narrative:
D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 270 cc mentor memorygel xtra breast implant was identified to be underfilled pre-implantation, during a breast augmentation surgery. There was no report of adverse effect or any patient consequence. Another device was implanted: 240 cc mentor memorygel xtra breast implant (catalog: smpx240 lot: 9989024 sn: (B)(6)).